Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture got detached from the needle and happened in multiple occurrences. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "popping"? Are you referring to a broken or detached suture? When the popping of the vicryl 0 ctx suture happened (in the package, during removal from package, during handling or during use on the patient)? Please specify what is the lot number for the 5 products involved? It was reported 5 products involved, did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Device return status: it was reported a case on wednesday. Have this event been previously reported to ethicon? If so, provide the respective reference number(s). If not please provide the following information: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Device return status: events reported via: 2210968-2022-01459, 2210968-2022-01460, 2210968-2022-01461, 2210968-2022-01467, and 2210968-2022-01466.